Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery to remove the device when dense adhesions were found along the entire length of the mesh plug. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. No specific device issue has been alleged, and no sample has been returned for evaluation. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent right inguinal hernia repair. A bard/davol perfix plug was implanted in patient during this repair. (B)(6) 2018: the patient underwent removal of the failed perfix plug. During the procedure the physician noted ¿there were dense adhesions to the cord along the entire length of the mesh plug.¿ the patient continues to experience complications related to the perfix plug. He will likely require additional surgeries to repair the damage from the perfix plug product. The perfix plug implanted in patient failed to reasonably perform as intended. It had to be surgically removed, necessitating further invasive surgery to repair the very issue that the product was intended to repair, and thus providing no benefit to him. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.